Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: all the returned parts are in used condition. There are some wear marks and scratches visible but no deviation which could have led to the complaint condition. It was reported, that when they were doing the distal locking in 240mm nail, the bolt was off the peg. A functional test of the returned items has shown that the nail was on the peg as it should. The position of the instrument is fully given. We were not able to replicate the reported problem with the returned items. The review of the device history records showed that there were no issues during the manufacturing of the products that would contribute to this complaint condition. A root cause could not be defined. A functional test of the returned items has shown that the nail was on the peg as it should. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. During distal locking of the 240mm pfna nail, the bolt was off the peg and the drill bit struck the nail. Eventually, the surgeon was able to line up the devices and proceeded with normal locking. A twenty (20) minute surgical delay was noted. No additional information is available. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 3 for (B)(4).